Event description:
It was reported that this patient was intubated and is in the intensive care unit (ICU). The patient had been transported by ambulance due to dyspnea and shocks. Two external shocks were delivered on the way to the hospital. Upon admission, the patient's serum potassium level was 7.1meq/l and it was noted the patient had missed a recent dialysis appointment. Dialysis was performed during the patient's hospital stay. A boston scientific technical services consultant reviewed the device data. Waveforms which looked like flat s-ECG's were noted, smart pass was disabled and oversensing had resulted in four inappropriate shocks had been delivered the same day as dialysis. The boston scientific sales representative confirmed the waveform looked better in alternate vector following dialysis and no further shocks have been delivered. The device had been implanted very anterior toward the midline and it was noted that this physician is known to not suture down devices. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.